Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to omsc for evaluation. However the sdi cable which was connected between the subject device and the sub-monitor was returned to omsc. In the evaluation of omsc, the reported phenomenon such as the sub-monitor flicker was not duplicated. And there was no problem with the conductivity of the sdi cable, and it was not broken. However a 3g-sdi cable was recommended to connect the sub-monitor, but not the sdi cable. Therefore, there was the possibility that the reported phenomenon was attributed to the inappropriate transmission of the image signal due to the using the sdi cable. Otherwise, there was the possibility that this phenomenon was attributed to the noise and/or the temporal abnormality of the power supply of the facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. However the sdi cable which was connected between the subject device and the sub-monitor was returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device, the endoscopic image on an unspecified sub-monitor flickered. The procedure was continued and completed without replacing any other devices. There was no report of patient injury associated with this event.